Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The rio system was tested using the third motor, and a full sawbone case simulation was completed without issue. The field service engineer said the first motor shorted and may have backed up current into the rio, causing it to short the second motor. Evaluation of the returned motors is ongoing. A supplemental report will be filed if additional results are obtained.

Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the case, the burr motor began smoking. The rio was backed away from the patient, and the motor was replaced. Immediately after plugging in the second motor, it similarly began smoking. The motor was unplugged and the mako representative at the case called field service. The rio was rebooted, and a third motor was plugged in and tested with no issues. The surgeon decided not to proceed with the case, because no backup motors would be available. A small area of the bone was burred on the anterior tip of the femur, but the surgeon stated that this was not on the articulating surface, and opted to close the patient and reschedule the case.